Event description:
It was reported to philips that the system did not boot up successfully; it got stuck at 00:00. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. The field service engineer replaced the hard disk and flexvision pc and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system did not boot up successfully; it got stuck at 00:00. Review of the logfile confirmed the flex vision pc malfunction. Upon troubleshooting, philips remote service engineer (rse) found that the flex vision pc in not communicating with system and log file shows no connection and confirmed the flex vision pc was defective. The defective flex vision pc was returned for failure analysis and confirmed that the hdd bay was wrong part. Biomed replaced flex vision pc. After the replacement of flex vision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.